Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 20psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The codes currently selected were initially submitted under a duplicate MDR (3006575795-2024-00324). This MDR serves as the primary report for all related information. Reference to complaint # (B)(4).

Manufacturer narrative:
There is a previous complaint #(B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. This adjustment was made from the original threshold pre-rework 6, post-rework 0. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4)

Event description:
On 05/24/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No patient was involved.